Event description:
During a dialysis treatment, the machine was reported to be noisy. A broken blood pump rotor spring was found. There was no pt injury or medical intervention.

Manufacturer narrative:
The mes replaced the broken rotor and functionally tested to manufacturing specifications. There were no related cpf defects reported for this machine. The returned blood pump rotor was visually inspected and confirmed that both of the spring on the rotor were borken. Upon disassembly of the rotor it was noticed that one of the spring broke in two pices and the other spring broken in four pieces. The above info indicates that the noise described in this complaint was generated by two broken rotor springs. This issue will continue to be trended as part of the co's corrective action system and the management review team. Any further investigations, analyses, and/or corrective actions taken on this complaint issue will be determined by and documented in this corrective action review process. Customer contacted:n. Sales/service contacted by investigator:n. Training required:n.